Event description:
It was reported there was error 1720. There was unknown patient involvement. No patient harm was reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of error 1720. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Visual/functional testing was performed. The device was in good condition, no physical damage was found on the pump. After switching on, the pump displays error code 1720 with a continuous alarm. Probable cause was the capacitor back up and was replaced.